Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 41 mg/dl. Customer¿s other relevant blood glucose level was 43 mg/dl. Customer was treated with snacks and blood glucose level was went to 180 mg/dl. Customer stated that they went to bed and everything went off. Customer was declined for low blood glucose troubleshooting. The insulin pump will not be returned for analysis.